Manufacturer narrative:
Batch review performed on 22 july 2016. Lot 1552567: (B)(4) items manufactured and released on 29 february 2016. No anomalies found related to the problem. To date, (B)(4) similar events have been reported on items of this lot . Not yet analysed.

Event description:
During insertion of the last screw, one of the tips of the screwdriver broke of and was jammed in the screwhead. No excessive force was used during insertion of the screw. Implants were used, within their limits of rom etc. The locking screw was removed, but metal part remained stuck. The entire screw was then removed using the 'counter clockwise instrument'. A new screw was put in place (14mm self drilling, variable screw), using the second screwdriver, available in the set. Total surplus of surgery time is about 4 minutes.

Manufacturer narrative:
On (B)(6) 2016 the r&d project manager performed a visual inspection of the retrieved instrument and commented as follows: during the visual inspection it was noted that the screwdriver failed in the same manner as previous cases, where one out of four prongs broke off as per fragile fracture. In addition we noted that one prong was a bit deformed outwards, most likely due to a bending moment exerted for the removal of the driver from the screw .the standard driver design has been reviewed in order to address this issue. All the critical cross-section has been enlarged and a mechanical stop has been added on the outer shaft to ease the removal from the screw. On (B)(6) 2016 it was prepared a final report with the information submitted in this report and in the initial one. On the same day the report was sent to the initial reporter and the case was closed.